Event description:
Caustic chemicals accumulated in the sink drain pipe due to lack of flushing with adequate amounts of water. When trying to move the sink and disconnect the drain, the activity was enough to stimulate a chemical reaction between the sodium azide in the chemicals and the copper pipe resulting in copper azide, which is explosive. The lab and maintenance staff were unaware of this possibility when the metal pipe was installed a few years ago to accommodate our new equipment. We did not check the msds, and the vendor was inconsistent in its approach to installation and informing its customers of the potential hazards, i.e. The service rep was unaware that this instrument used a solution containing azides. This however, does not release the lab from checking the msds. It is ultimately our responsibility.